Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Additionally, the reported recurrent mr was the secondary effect of the reported slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4 with a posterior leaflet prolapse. On an unknown date, a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. Mr increased to 4. On (B)(6) 2019, one clip was implanted to stabilize the slda and to further reduce mr. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure. No additional information was provided.